Event description:
It was reported that during a follow up the lead exhibited noise. The lead was programmed to unipolar mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.